Event description:
Customer reported tubing separated from the drip chamber during an infusion. Customer stated event occurred in the ed during a code situation. Although requested, the customer did not provide any add'l pt or event details. There was no report of pt harm or medical intervention.

Manufacturer narrative:
(B)(4). The affected device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.